Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements above 3000 ohms on the right atrial (ra) channel which triggered a lead safety switch (lss). Technical services (ts) was consulted and upon case review found noisy signals recorded on stored episodes on this channel. No adverse patient effects were reported. This pacemaker remains in service.